Event description:
I was forced into having essure implanted as opposed to having a tubal by dr (B)(6) from (B)(6) in (B)(6) in 2004, 10 weeks after having my second child. I was not told the f/u test would both be covered under my insurance which left me unable to afford the dye test required to see if placement was correct and pregnancy could be prevented. It has been ten years and I have not been permanent but I immediately felt that something was not right with the product or my body. I have severe pain in my pelvic region which has cost me many trips to doctor and the ER leaving doctors baffled and offering me no solutions to my problem. I am severely allergic to nickel so much so that I no longer wear earrings because it infects my ears if it is not sterling silver. I wake up everyday of my life exhausted and feeling like a 90 y/o woman. My joints hurt, I have terrible lower back pain and stomach pain which leaves me unable to move due to bloating. I have sharp, stabbing pains in my pelvic region and lower back. Sometimes I feel as if my uterus is gong to fall through my vagina. My mood swings have become so severe that I feel like I have permanent postpartum depression. None of these syndrome came about until essure was implanted in my body. I now am unable to afford health coverage, medical bills are being garnished from my chest from visits regarding the above mentioned issues. I live with these symptoms every day of my life. My periods are frequent and heavy with huge blood clots. I am unable to function that time of the month. I have severe abdominal issues that cannot be solved. I was never asked about any metal allergies and never warned about having mris I have had 3 since essure placement. Please someone help me.